Event description:
Physician was placing a tlc / central line at bedside. When the guide wire was pulled out it unraveled. Chest x-ray was done to look for retained pieces of wire. No retained pieces seen. No adverse harm to pt.